Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through the stryker facebook page, "long recovery time and could never get my knee past 80°. My other knee is bad but I am not having it done. I live with hope that they will come up with some other way to help joint pain. Surgeons just say surgery, period. But it now because I am over 80 yrs and am taking care of a husband that needs a help. I do know several people that the surgery help tremendously and others like me. I would never say don't do it.